Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed stuck button. Customer was assisted with troubleshooting for stuck button alarm. Customer's blood glucose was 326mg/dl at the time of the incident. The customer declined to troubleshoot for the high reading. Customer stated was unsure if they pressed a button down for three minutes or longer. The customer also stated that they insulin pump was exposed to a change in altitude when they took an airplane ride the weekend prior to the call. The customer was advised to remove the battery cap and re-insert it, but the issue was not resolved and the alarm persisted. The customer was advised that the customer's insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.